Event description:
The manufacturer received information alleging that the device began emitting black smoke and a strong burning smell from the transformer while connected directly to a wall outlet. The patient was immediately switched to the backup oxygen cylinder. Technical analysis at the repair shop confirmed the device is in critical condition; specifically, the power cable had melted. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.